Manufacturer narrative:
Findings: device uploaded to carelink properly. Unit passed self test and displacement test. No a47 or a17 alarms noted. However, unit received with multiple a47 alarms are in device's alarm history. Unit received with one a17 alarm in its history. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
It was reported that the customer had received a failed message after a 100% upload. Customer tried twice and could not upload. Customer had an external ram error alarm and displayable history check failed on startup alarm. Customer stated that a temp basal was not programmed before the alarm. Pump was not stored without a battery or a dead battery for an extended period of time. Pump is not in the spanish language. Customer stated that the alarm occurred during normal use. It was explained that this is normal pump behavior. Insulin pump will need to be replaced. No further assistance needed.